Event description:
Over the course dates 9/30 - 10/1/96 pt was to receive vancomycin 1gm over 90 mins of 24 hrs via infusion pump with a concentration of 10mg/ml solution. Upon bag change during nursing visit, it was discovered that only 90cc was infused over 2 days, instead of 200cc/48 hrs. Therefore, pt only received 900 mg in a 48 hr of time. Same pump appeared to work with future doses.